Manufacturer narrative:
(B) (4). (B) (4).

Event description:
It was reported that during a coil embolization procedure, a coil pusher wire fracture occurred. The target location was the hepatic artery. The physician successfully advanced three coils to the hepatic artery using the 177cm coil pusher wire, however, when the physician took the final pictures of the coils using fluoroscopy, a wire fragment was noted in the hepatic artery. The physician compared the length of the pusher wire used during the procedure with a new identical pusher wire from the shelf and noted that the pusher wire used within the procedure was approximately 2cm shorter, therefore, the physician believes that the distal 2cm detached inside the patient. No attempts were made to retrieve the detached pusher wire fragment from the patient. The physician successfully completed the procedure with this device. No patient complications were listed and the patient¿s status was reported as ¿fine¿.

Event description:
It was reported that during a coil embolization procedure, a coil pusher wire fracture occurred. The target location was the hepatic artery. The physician successfully advanced three coils to the hepatic artery using the 177cm coil pusher wire, however, when the physician took the final pictures of the coils using fluoroscopy, a wire fragment was noted in the hepatic artery. The physician compared the length of the pusher wire used during the procedure with a new identical pusher wire from the shelf and noted that the pusher wire used within the procedure was approximately 2cm shorter, therefore, the physician believes that the distal 2cm detached inside the patient. No attempts were made to retrieve the detached pusher wire fragment from the patient. The physician successfully completed the procedure with this device. No patient complications were listed and the patient's status was reported as "fine".

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that the distal gold tip marker of the unit was not present. A microscopic examination revealed that the zapped ball was present and not damaged. No further damage to the coil pusher was detected. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).